Event description:
It was reported that the fiber cap detached inside the pt during use at 15,191 joules during prostate vaporization. The procedure was completed with a second fiber. The method used to retrieve the cap was not reported, however, it was reported that no part of the device was left inside the pt. It was reported that there was no pt injury as a result of this event.

Manufacturer narrative:
(B)(4).